Event description:
Pt. Insulin infusion stopped, and IV pump turned off. Roller clamp to IV shut. IV with insulin line remained connected to pt. IV. Within hour, rn goes into room to obtain extra IV pump. IV pump is removed from room. Rn goes into pt. Room thereafter to find insulin line free flowing into pt. IV. IV pump has been removed. Clamp and roller clamp open.